Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected where it was observed the catheter was kinked twice along the shaft towards the distal end. Next, they attempted to test the sheath for leaks but were unable to connect the device to the leak equipment due to the kinking damage. Then, they examined the sheath's valves under a microscope and identified a tear in the external valve near the center slit. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue. The kinking was likely due to transport and storage as there was no mention of it from the event description. Regardless the kinking is considered unrelated to the leak and would not have contributed or caused it.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the device. After the farawave catheter was introduced into the sheath aspiration was performed and excessive air was seen at this time. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been returned for analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath excess air was seen in the device. After the farawave catheter was introduced into the sheath aspiration was performed and excessive air was seen at this time. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received by boston scientific and is awaiting analysis.